Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump was turned off in 2011 because it infused too much medication. No patient symptoms were reported. Addi tionalinformation was requested regarding the drug in the pump, including the dose and concentration; concomitant medications; the patient's medical history; the serial number of the device involved; whether it was a device, therapy, or procedure issue; symptoms; troubleshooting performed; cause of the issue; actions or interventions taken to resolve the issue; and when the pump was turned off, but it was not available at the time of this report. If additional information is received, a supplemental report will be submitted.